Event description:
Generator product analysis was completed. The product analysis lab confirmed that the generator was at normal ifi (intensified follow-up indicator)=yes condition. The product analysis lab did not duplicate the reported premature end of life allegation in the lab. There were no performance of any other type of adverse events found with the pulse generator.

Event description:
Patient underwent generator replacement surgery. At the surgery, the patient¿s mother reported that she was concerned that the battery only lasted for about 1.5 years. Design history records were reviewed for the generator. The generator passed all specifications prior to distribution. The explanted generator was received by product analysis. Product analysis has not been completed to date. No other relevant information has been received to date.